Manufacturer narrative:
Product analysis: analysis confirmed the customer comments of damaged connector and knob, the encoder was pushed inside of the device and the output connector assembly was broken. It was additionally noted that the upper case and hanger assembly were broken, one knob was missing, the display wire was pinched with the wire insulation exposed and the main seal was pinched. The encoder assembly was replaced as a preventive measure. All found defective parts were replaced and all other identified issues were resolved. The device thin passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a knob and a ventricular port in need of repair. It was returned and a test and calibration procedure was also requested. No patient complications have been reported as a result of this event.